Event description:
A report was received that the patient was experiencing pain at the lead incision site which was making her vomit. The patient was given demerol oral medication. The physician believes the vomiting is due to incisional pain. The patient is reportedly doing well and the symptoms have resolved.